Event description:
It was reported that the device alarmed primary audible alarm background (bgnd) test error. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, bottom case seal was intact and plunger case seal was removed. The battery door was cracked and there was not any visible contamination. The device's top and bottom cases were in excellent condition. There was a primary audible alarm background test error found in event history log. The technician powered up the device, performed infusion, and occlusion tests. The reported event could not be duplicated the root cause of the reported issue could not be determined. The technician replaced speaker as a preventive measure. The technician performed power up process and all functional tests, which the device passed. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).